Manufacturer narrative:
Product event summary: the device was returned and analyzed.the device met 98.77%.% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature elective replacement indicator (eri). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.